Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for double labels with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for double labels with the incident lot was observed based on the investigation, the most likely root cause was determined to be related to the time when label was applied on the tube labels are dispensed at around 15 labels per second and applied to the tubes passing through the machine. A sensor checks for the presence of each tube and if a tube is not detected then no label is dispensed. In this case it appears that a missing tube was not detected which meant that the following tube received two labels.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with an incorrect/double label. It was stated ¿there is a double/different barcode label on the same tube, it has been seen in different tubes and lots already fifteen times.¿ there was no report of injury or further medical intervention.